Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. It was determined that the motor relay circuit board was defective and will be replaced. No further issues are anticipated after replacement.

Event description:
It was reported that the c-arm's rotational movement control was intermittent. There was no adverse pt involvement reported. There was no pt information reported.